Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a control panel error. This error causes the system to immediately shut down. There is no report of pt injury associated with this event.